Manufacturer narrative:
[(B)(4)].

Event description:
It was reported that the closure device was separated from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed and upon deployment, it immediately separated from the core wire. It was in a proximal position with low compression. The closure device was monitored for over two hours and it did not shift or move, but remained stable. The patient was observed overnight. There were no patient complications and the patient was fine.